Event description:
It was reported that the patient presented for a follow-up in clinic. Upon interrogation, it was noted that the right ventricular lead exhibited high pacing impedance and failed to capture. Programming changes were made. The patient was stable.

Manufacturer narrative:
Further information was requested but not received.